Manufacturer narrative:
The customer's meter and test strips were received for investigation and were tested with control material. The strip port of the meter was found to be very contaminated with blood. Control ranges: level 1: 30-60 mg/dl, level 2: 261-353 mg/dl. Results: level 1: 46, 44, 45 mg/dl, level 2: 291, 298, 305 mg/dl. All results were within the acceptable range. None of the given treatments/medications are currently known to interfere with the accuracy of the test results. No information was provided regarding the patient's stress, blood flow to the site, tube/technique used by the laboratory or nurse, or condition of the patient at the time of comparison. All of these factors could have affected the accuracy of the results obtained. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
(B)(4)

Event description:
The customer received questionable glucose results from accu-chek inform ii meter serial number (B)(4) when used on a neonate patient. The customer believes they used heel sticks. On (B)(6) 2017 at 6:06 am, the result from a laboratory sample was 87 mg/dl. On (B)(6) 2017 at 11:42 am, the result from the meter was 403 mg/dl. At 11:44 am, the result from the meter was 253 mg/dl. At 11:45 am, the result from the meter was 234 mg/dl. At 11:51 am, the result from the meter was 81 mg/dl. At 6:04 pm, the result from the meter was 86 mg/dl. On (B)(6) 2017 at 4:11 am, the result from the meter was 308 mg/dl. There was no allegation of an adverse event. The staff ran quality controls two times on the meter after the result of 308 mg/dl and the level 2 control failed both times. They then stopped using the meter for patient testing. The suspect meter and strips were requested to be returned for further investigation. Replacement product was sent.